Event description:
Same case as MFR report #: 2134265-2009-04707. Clinical trial. It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. The index procedure treated one study and one non-study lesion. The 3.0x22mm study lesion was located in the 90% stenosed, proximal lad (left anterior descending). The study lesion was treated with predilation using a 2.0x20mm balloon at 16atm, a 3.0x28mm study stent, and post dilation using a 3.25x12mm quantum maverick balloon at 18atm resulting in 0% residual stenosis. The 3.0x52mm non-study lesion was located in the 100% stenosed, mid rca (right coronary artery). The non-study lesion was treated with direct stenting using a 3.0x32mm and 2.5x32mm taxus liberte stents and post dilation using a 2.0x30mm balloon at 10 atm resulting in 0% residual stenosis. The pt returned in 2009, for a six month study follow up and required angiogram. The mid rca lesion was found to be 70% restenosed and was successfully treated with balloon angioplasty. There was no stenosis of the study lesion.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.